Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 617 mg/dl. Customer had symptom of feeling sick, dehydration and massive chest pains. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer believed that he may have knocked infusion set. Customer also reported that display screen was very worn and could not be read. Customer was advised that insulin pump would need to be replaced.